Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited movement (insufficient fixation) which led to right atrial (ra) lead increase of threshold and dislodgement. The right ventricular (rv) lead exhibited dislodgment also. The leads were revised and remain in use. No patient complications have been reported as a result of this event.